Event description:
During cardiac catheterization of the right coronary artery, the interventional guide catheter malfunctioned and the stent came off the delivery system after being unable to cross lesion. Stent was successfully and uneventfully retrieved from right superficial femoral artery. Pt stable and tolerated procedure well.